Manufacturer narrative:
An event of valve explant due to a torn leaflet and regurgitation approximately 3 years after the patient developed sepsis ad heart failure following a resection of their prostate was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2014, a 25mm trifecta valve was implanted. In 2016, the patient underwent a turps (trans urethral resection of prostate) procedure and developed sepsis 6-7 weeks post-op. The patient has had a series of hospital visits over a period of 2-3 months subsequent to sepsis and "eventually started to suffer from heart failure over the last 6 months presenting with aortic regurgitation." On 9 september 2019, the valve was explanted and a tear on the non-coronary cusp was observed. The valve was sent to microbiology where a pcr (polymerized chain reaction) test was conducted and determined the valve was infected with bacteria. The surgeon believes the leaflet tear is associated with the infection as the valve leaflets were in good condition with no thickening or calcification. The patient is recovering post-operatively.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2014, a 25 mm trifecta valve was implanted. In 2016, the patient underwent a turps (trans urethral resection of prostate) procedure and developed sepsis 6-7 weeks post-op. The patient has had a series of hospital visits over a period of 2-3 months subsequent to sepsis and "eventually started to suffer from heart failure over the last 6 months presenting with aortic regurgitation." On (B)(6) 2019, the valve was explanted and a tear on the non-coronary cusp was observed. The valve was sent to microbiology where a pcr (polymerized chain reaction) test was conducted and determined the valve was infected with bacteria. The surgeon believes the leaflet tear is associated with the infection as the valve leaflets were in good condition with no thickening or calcification. The patient is recovering post-operatively.